Event description:
"Smart" pump infusing dopamine, vasopressin and ns at tko. Other pt care -i.e. Xray-in process. Shortly after x-ray, sbp decreases to 60's, on entry to room pump noted to be "off". Smart pump turned on, infusions resumed at increased doses, fluid volume resuscitation, decreased loc leads to pt intubation to protect airway. Test of several IV pump finds that pump will "shut off" with single push of light/moderate touch of on/off button. No warnings or prompts noted. Patient outcome poor with continued deterioration evening in 2008. Family decision to stop drips made by physician and family at 0117 in the next day with pt demise.